Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: controller.specific component(s) involved: external controller malfunction.additional text: malfunction.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : switch primary and secondary controllers.implant device type: both (in the same or visit).malfunction device type: lvad.